Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations correlating to atrial arrhythmias. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.